Manufacturer narrative:
Section b5 was updated with additional information provided by the customer: the customer reported that the results of the pcr result for hcv was undetectable (no viral load). The customer further stated that since the pcr result showed no detectable viral load, the final interpretation is hcv negative. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer reported false non-reactive alinity I anti-hcv and provided the following data for a 57-year-old male patient: on (B)(6) 2026, sample ID (B)(6) generated a result of 0.52 s/co (non-reactive) and repeat result was 0.53 s/co (non-reactive). Approximately three months the patient had a reactive result for anti-hcv at another institution (platform unknown). The sample was retested on roche platform, which generated reactive results of 24 s/co & 28 s/co. The customer plans to perform further testing and has not released any results yet. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Update: the customer reported that the results of the pcr result for hcv was undetectable (no viral load). The customer further stated that since the pcr result showed no detectable viral load, the final interpretation is hcv negative for the patient.

Event description:
The customer reported false non-reactive alinity I anti-hcv and provided the following data for a 57 year old male patient: on (B)(6) 2026, sample ID (B)(6) generated a result of 0.52 s/co (non-reactive) and repeat result was 0.53 s/co (non-reactive). Approximately three months the patient had a reactive result for anti-hcv at another institution (platform unknown). The sample was retested on roche platform, which generated reactive results of 24 s/co & 28 s/co. The customer plans to perform further testing and has not released any results yet. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Complete entry a1 - patient identifier = (B)(6). Complete entry section e1 - phone number = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p06, that has a similar product distributed in the us, list number 8p05 with 510k/PMA/bla number p050042.